Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse cleaned and lubricated the diluter syringe assembly to improve plunger movement and on a follow up visit replaced the diluter syring assembly. The fse checked functionality of the ancillary and reagent and dispense probes. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: ""always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur troponin ultra result was obtained by the customer when performing a result comparison study between two advia centaur systems. Out of approximately 42 patient samples that were compared, one sample result was initially negative and resulted positive when run on the comparison system. There is no known report of adverse health consequences due to the discordant positive advia centaur troponin ultra result.